Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site that was oozing. The physician believed that infection was not device related. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the summer. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8436500, model: sc-8436-50, serial: (B)(6), batch: 7081772.